Event description:
This procedure was performed in (B) (6): physician started to deploy the 5x100 everflex stent. When 2mm of the stent was expanded, physician continued to pull back. Physician retracted the whole system and tried to deploy it outside the pt with the green part of the catheter.

Manufacturer narrative:
During the analysis, we found that the distal edge of the stent was torn circumferentially. The distal most strut layer exhibited material deformation consistent with a tensile force fracture.